Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely no image occurred due to the interface malfunction, the pc card cannot be recognized due to pc card board malfunction, whereas the missing stop button occurred due to a component failure. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited no image, console interface (front panel) malfunctions, portable computer (pc) card board malfunction and missing stop button. There was no patient involvement.